Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medication history of aspirin and clopidogrel. Pre-implant balloon valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, a temporary pacemaker lead was placed at the right ventricle (rv), and the valve was able to be implanted. It was also reported that the patient was experiencing intermittent episodes of hemodynamic instability. At the end of the procedure, echocardiogram (echo) was performed; no abnormalities were observed. After closing the arterial accesses, it was decided to remove the pacemaker from the patient's anatomy without the x-ray guidance. On echo, mild pericardial effusion was identified then the patient was transferred to the intensive care unit (ICU). Post-implant, 2 hours later, the patient was developed with hypotension at the ICU; the same night, pericardial effusion had worsened and pericardiocentesis was performed. During the surgery, a small hole was observed with a pericardial effusion in the left ventricle. The physician also concluded the presence of cardiac tamponade. The user believes that the temporary pacemaker lead has caused the pericardial effusion. On the following day, the patient was pronounced to be deceased. The cause of death was due to the surgical intervention performed to treat the pericardial effusion. No additional information was provided.

Manufacturer narrative:
An event of hypotension, pericardial effusion, perforation, cardiac tamponade and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that a temporary pacemaker lead was placed during procedure which likely caused pericardial effusion. The reported medical and surgical intervention appears to be cascading event of pericardial effusion. Based on the available information, the reported patient effects are consistent with procedure-related factors. However, the root cause of the perforation, pericardial effusion, and cardiac tamponade could not be conclusively determined. Based on the information received, the patient death was due to surgical intervention performed to treat the pericardial effusion and not related to abbott device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: h6 health effect - impact code 4641.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medication history of aspirin and clopidogrel. During the procedure, a temporary pacemaker was noted to have used, and the valve was able to be implanted. At the end of the procedure, pacemaker lead was removed from the patient's anatomy without the x-ray guidance. The patient was transferred to the intensive care unit (ICU). Post-implant, 2 hours later, the patient was developed with hypotension at the ICU; upon evaluation, a small hole was observed with a pericardial effusion in the left ventricle. A surgical intervention was performed to treat the event. On the same day, the patient was pronounced to be deceased. The cause of death was due to the surgical intervention performed to treat the pericardial effusion. No additional information was provided.